Event description:
It was reported there was no output on the atrial side. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; device passed all incoming functional tests. Analysis found the lcd (liquid crystal display) lens and the ring cover are broken. Battery contacts are compressed and the ring is missing. (B)(4).